Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.